Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, a blue piece of the injector broke off in the injection cartridge. The piece was removed and the implant was inserted. There was no patient harm. Additional information was requested.

Manufacturer narrative:
Correction information was provided in d.4. The product was returned for analysis and the reported complaint was confirmed. The device is returned loose in an opened blister tray. The lock-out assembly is loose in the blister. The lens stop is broken and is loose in the blister tray in two pieces, the pin stop is also broken and loose in the blister tray. Solution observed in the device. The plunger is fully advanced outside of the device (no damage to plunger). No iol (intraocular lens) returned. Returned photo shows activated adm. The plunger is advanced outside the nozzle tip. The lens stop and pin stop are broken. The product did not meet specifications. The lens stop including pin stop was found to be broken. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).